Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose over 400 mg/dl due to the infusion set being kinked. The customer treated with manual injection and changed the infusion set and reservoir customer stated that when he got to his destination, he was down to 40 mg/dl but he stated that it was self inflicted. Customer declined transfer for troubleshooting.